Manufacturer narrative:
A visual inspection of cable p# 27017-001 found one corner physically damaged. Issue caused by physical damage. Further visual inspection under microscope showed a mis alignment installation occurred.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
It was reported to vyaire medical that the infant flow sipap lose power and screen goes blank intermittently. There was no patient involvement on the reported event.